Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at bluescreen. A technical support specialist found that the field service engineer (fse) attempted to remote into station but couldn¿t. Remote smart service (rss) showed the station was good. Fse called the site and confirmed both stations were up and running and issue was resolved. The system functioned as intended after the technical support specialist confirmed that the fse resolved the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user had bluescreen struck. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.